Event description:
The facility reported a colleague infusion pump with an 808:01 failure code. It is unknown when this condition occurred. During product evaluation at baxter, it was discovered that the event occurred during delivery. There was an interruption during delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition has been confirmed but not duplicated. The assignable cause was a defective phm (pumphead module) keypad. The phm keypad has been replaced.a follow-up medwatch report will be submitted if additional information becomes available.